Event description:
Additional information was requested on 10/13/2011, 10/27/2011 and 11/6/2011 but no additional details have been provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colostomy take down procedure, a (B)(4), (B)(4) and (B)(4) device were used. During the procedure, all devices performed as intended. There were no issues. The tissue donuts were noted to be perfect. No issue with staple formation. A couple of days post-op, the patient had a leak in the anastomosis. It is unknown if it is a device issue. Per the surgeon, the patient has a history of perforation of the colon. The patient had previous surgery due to diverticulitis perforation. The patient is currently on a colonic; there are no plans for re-op. The patient is stable. Currently, these are all the details that are known. No devices are returning.

Manufacturer narrative:
(B)(4). Additional information from the sales rep, per the surgeon: he said it was patient history. Had two good anastomosis. Diagnosed from CT. Leak was being treated with a drain.